Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that the cannula was in the shape of a z when she removed it from her body. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.